Event description:
A caller reported a cartridge alarm 30 issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller was assisted by customer technical support in loading a new cartridge correctly and was able to successfully resume insulin therapy, resolving the issue.